Manufacturer narrative:
Failure analysis noted that the insulin pump had a button error alarm due to corroded keypad traces. There was no moisture damage inside the pump. The pump had cracked display window corners, broken belt clip slot and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 86 mg/dl at the time of incident. The customer's husband stated that the pump was submerged in water and started alarming and buzzing. He was advised to discontinue use of the device and revert to a back-up plan. He was advised that the device would be replaced. The insulin pump was returned for analysis.